Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks and a right ventricular (rv) lead fracture was suspected. It was noted there was fast non-sustained ventricular tachycardia episodes, a sudden increase in pacing impedance values and increased sensing integrity counter (sic). Rv lead therapies were inactivated and the patient was stable following the reprogramming. The rv lead remains in use. No further patient complications have been reported as a result of this event.